Event description:
(B)(4). Same case as: 2134265-2010-03174. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index, lesion 1 was located in the proximal right coronary artery (rca). The target lesion was treated with the placement of a 3.0x24mm taxus express2 stent. Lesion 2 was located in the mid rca. The target lesion was treated with the placement of a 2.5x24mm taxus express2 stent. In (B)(6) 2009, it was noted that the patient experienced restenosis. A coronary angiogram was performed revealing total occlusion of the proximal rca. Also, "reduction of blood stream was widely found including the left main coronary artery, left anterior descending, and left circumflex". There were no ischemic symptoms noted at the event. In (B)(6) 2009, a coronary artery bypass grafting (CABG) was performed. The patient was hospitalized for the procedure. The event was successfully resolved. Patient condition was noted as "fine". A 2 year follow-up was performed and no anginal symptoms were noted.

Event description:
It was further reported during the index procedure that lesion 1 was 90% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with placement of a 3.0x20mm taxus express 2 stent instead of the 3.0x24mm taxus express2 stent initially reported. Predilation and post dilation were not performed. Residual stenosis was 0% and timi 3 flow kept through the procedure. Lesion 2 was 90% restenosed, 2.5mm in diameter and 24mm long. Predilation was performed. Residual stenosis was 0% and timi flow improved from 2 to 3 through the procedure. The patient was discharged 3 days later without complications on anplag, procylin, baby aspirin and panaldine. In (B)(6) 2009, medical therapy was difficult because it was triple disease including the left main coronary artery. It was corrected that there were ischemic symptoms confirmed by myocardial perfusion scintigraphy.

Manufacturer narrative:
Correction: there were ischemic symptoms at the time of the restenosis confirmed by myocardial perfusion scintigraphy. Target lesion 1 treated with 3.0x29mm taxus express 2 stent, not 3.0x24mm taxus express2 stent originally reported. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the restenosis lesion was 75% stenosed, 2.5mm in diameter and 10mm long.

Manufacturer narrative:
(B)(4).